Manufacturer narrative:
Occupation: lay user/patient. The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Relevant retention test strips (lot 381236) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with the coaguchek xs meter serial number (B)(4). At 6:31 pm on (B)(6) 2019, the result from the meter was 1.6 inr. At 6:42 pm the result from the meter was 2.4 inr. The finger was squeezed to obtain a larger blood sample. The patient has a therapeutic range of 2.7-3.0 inr.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 45%. Donor 2 hct: 45% . Testing results: donor #1: retention meter and master lot strips: 3.0 inr . Customer meter and customer strips: 3.1 inr . Donor #2: retention meter and master lot strips: 3.2 inr . Customer meter and customer strips: 3.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.